Event description:
The recipient is reportedly experiencing facial paralysis following initial implant surgery. The recipient was prescribed prednisone. The recipient is improving, however, is currently being monitored.

Manufacturer narrative:
. This is the final report.